Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia procedure, while tacking mesh, there was problem in loading the reload onto the handle and there was difficulty in pressing the push to reload button. The reload was fastened onto the shaft and both tackers jammed. Another tacker was opened to complete the case. There was no patient injury.